Event description:
An ophthalmic surgeon reported that poor aspiration of the probe occurred immediately after starting the procedure. The problem was solved after replacing the product with another one. There was no harm to the patient. No further information is expected for this case.

Manufacturer narrative:
A sample was returned for poor aspiration. The sample was visually inspected using 25x magnification and found to be conforming. Actuation and aspiration testing were performed and found to be conforming. Cut testing was performed and found to be nonconforming. The probe was disassembled and the components inspected. There is 90 - 120 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There are severe gouges and nicks on the cutting edge of the inner cutter. Since no lot number was provided, a device history record review could not be performed. The root cause for the poor aspiration is unknown since the returned product testing conforming for aspiration. The root cause for the cut nonconformance is the gouges and nicks on the inner cutter cutting edge. The vitrectomy portion of the procedure is typically less than 20 minutes and the vitrectomy probe is intended for one procedure only. It appears that the probe was functioning properly for 90 -120 minutes before the cutting edge became damaged due to excessive use. All probes are 100% inspected for actuation, aspiration, and cut during manufacturing. No further information is expected for this case. (B)(4).